Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 57.0 and 59.0 cm from the proximal end, and had multiple consecutive kinks 170.0 cm from the proximal end. The pusher assembly hypotube was sheared off just proximal to the distal detachment tip. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. Conclusion: evaluation revealed the ruby coil pusher assembly was kinked and sheared off, and the embolization coil was detached from the pusher assembly with a fractured sr wire. This damage likely occurred due to forceful manipulation of the ruby coil within the damaged region of the lantern. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01837.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in the internal iliac artery using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician placed seven ruby coils and pod packing coils (podjs) into the aneurysm sac using the lantern. While advancing the last ruby coil through the lantern, the physician did not mention any resistance. The physician then attempted to deploy the ruby coil into the aneurysm, however, the lantern kicked back into the non-penumbra diagnostic catheter. Consequently, the ruby coil became lodged inside the diagnostic catheter and was unable to be retracted back into the lantern or pushed forward. Subsequently, the physician removed the diagnostic catheter, lantern and ruby coil together and intact. The physician felt that it was best to open a new lantern because he had pulled on the first lantern and did not want to risk having something go wrong with that lantern. Therefore, the procedure was completed using a new lantern and an additional ruby coil. There was no report of an adverse effect to the patient.